Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, on the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem with no damage noted on the balloon. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.